Event description:
It was reported that this was a venotomy closure of the calcified and scarred right common femoral vein using the pre-close technique via a 10f sheath hole prior to a diagnostic procedure. The first prostyle suture was successfully pre-placed. Reportedly, with the second device, there was some difficulty advancing the device due to the patient anatomy; however, it was eventually successfully advanced and the suture was deployed. However, device became stuck as the foot would not close. The device was intentionally broken apart, and the device was withdrawn from the patient without causing any vessel damage. A new prostyle suture was successfully pre-placed. The sheath was upsized to a 25f and the diagnostic leadless pacemaker procedure was completed. Although adequate hemostasis was achieved with the 2 pre-placed sutures, a figure 8 stitch was added as an extra precautionary measure to close the 25f hole. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: partial UDI - lot number unk. H6 medical device problem code: 1494 - indication for use.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close could not be confirmed due to the condition of the device and in this case the difficult to open or close, the difficult to advance, and entrapment are related to case conditions and cannot be replicated in a lab environment. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, the device handle and the packaging was not returned. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot caught tissue during closure. In certain cases, the foot will surf distally and lock into the open position over the distal end of the guide. Once in this condition the lever will actuate but the foot will not disengage. The account disassembled the device as indicated likely to gain access to the actuator wire which if pulled can lift the foot from the locked position freeing the foot. It was reported that the smc devices were used in a procedure utilizing a 25f sheath. It should be noted that the prostyle instructions for use (IFU), section 5 indications states: ¿for access sites in the common femoral vein using 5f to 24f sheaths.¿ the IFU violation likely did not con-tribute to the difficulties, therefore notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.